Event description:
It was reported that during a right ventricular (rv) lead revision procedure, this right atrial (ra) lead was damaged in the process of extracting the rv lead. The physician opted to remove this ra lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. This ra lead was retained by the hospital.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.